Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer had difficulty removing the stapler instrument and vessel sealer instrument from the top of the carriage. The intuitive tech support engineer (tse) recommended reseating the sterile adapter, but the staff decided to proceed without universal surgical manipulator (usm) 3. The tse reviewed the system logs and found no related errors. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) confirmed with the clinical sales representative (csr) that they encountered no other issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.